Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two partially fired reloads and one unfired reload present. The device was tested for functionality in the straight and articulated positions using test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and it was noted that the closure trigger top shows a stretch mark at the bottom of the hex which suggests that the closure trigger was attempted to be pulled in the opening direction. This however is unrelated to the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a partial gastrectomy procedure, while firing across the stomach the device was fired initially and it locked out. It was reloaded and it locked out again. Another device was used to complete the procedure. There was no patient impact reported. (B)(4)